Manufacturer narrative:
This module met specifications on the date of manufacture. The device was not returned to the manufacturer rather a technician was sent to evaluate the system on site. The product evaluation found the reported problem duplicated. The issue was isolated to a defective foot control backup cable. Once the cable was replaced, the issue was resolved. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility lost all power during the case after the front light switch flickered. There was a 5 minute delay to switch systems. There was not patient impact or injury.